Manufacturer narrative:
Additional information received on 16 november 2016 and includes: right hip involved. Batch review performed on 07 december 2016. Lot. 090899: (B)(4) items manufactured and released on 18 august 2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, all items of the lot have been already sold without any similar reported issue. On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: 7.5 years after primary cementless tha with double mobility cup an impoverishment of the hip bones was noted and the patient reported pain. Supposedly osteolytic regions were observed and the decision to remove the dm cup and change the tribological pairing was made. No measure of the pe wear is possible because the explants were not made available. However, also the distal femur shows some signs of bone erosion of unknown origin. The conclusion on the root cause for this revision cannot be drawn at this stage yet. No comments on findings of granulomatous tissue were reported, so the role of potential pe wear is not in any way reported.

Event description:
The patient came in complaining of hip pain. The surgeon suspected some osteolysis around the proximal part of the stem. The surgeon revised the head and liner. The stem was well fixed and remains in the patient. The surgery was completed successfully.